Event description:
Event description guidant received information that the rate/sense portion of this transvenous defibrillation lead was fractured. This portion was removed from service and surgically abaondoned. An additional rate/sense lead was implanted with no further issues.